Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl sftygld 25x5/8 rb experienced product damage/deformation with the device still considered operable. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 305904, batch no: unknown. Customer is advising they no longer use this item due to safety concerns with the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl sftygld 25x5/8 rb experienced product damage/deformation with the device still considered operable. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 305904 batch no: unknown. Customer is advising they no longer use this item due to safety concerns with the product.